Event description:
It was reported that pump malfunction occurred with malfunction code displayed and no events happened beforehand. There was no adverse impact to the customer's blood glucose level. Customer contacted support, was guided through pump reset, and malfunction did not recur after reset, so customer was advised to continue using pump and to call back if malfunction appeared again, which caller acknowledged and understood.